Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Customer stated their blood glucose was on the lower side. The customer's blood glucose was 73mg/dl. Customer was able to complete pump rewind. During displacement test, pump received no reservoir alarm.